Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level ranged between 71-121mg/dl due to the occlusion alarms. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support educated the customer in regards to occlusion alarms.